Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the side covers around the wheel well were damaged along with the x-stage cover, x-stage side cover, and side generator cover. Once the representative replaced the covers, the imaging system then passed the system checkout and was found to be fully functional. No devices were returned to the manufacturer for analysis. Other relevant device(s) are: cover bi20001475 generator right side, kit svc bi71000483 o1000 x-stage cover, cover bi20000399 x-stg curved right. If information is provided in the future, a supplemental report will be issued.

Event description:
\Medtronic received information regarding an imaging device being used outside of procedure. It was reporting during servicing that the gantry isn't extending correctly. It was noted that this issue was caused by the covers being damaged. There was no patient present when this issue was identified.